Event description:
Contact reported that one of the six cam's, that act as seconardy locking mechanism on the skyline cervical plate would not engage the screw. Surgeon removed the screw and put in a rescue screw, but the cam still did not engage the screw. Screw had engaged the bone securely and it was left in place. There was no adverse patient consequence as a result of this event.

Manufacturer narrative:
Product was not returned and no definitive conclusions can be made at this time. This could have occurred, if a screw from another system was inadvertently used. At this time, there has been no adverse outcome as a result of this situation. However, as this could result in surgical intervention at a later date and MDR is being filed to document this event.